Event description:
The customer reported less than one milliliter of blood fluid dripped outside the instrument, from the secondary probe (post aspiration), involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed occasional fluid leak from the secondary aspiration probe during probe backwash. The fse noted backwash pinch valve pv49 was not actuating properly. At times, it would stay open and cause diluent to leak from the probe. The fse replaced pinch valve pv49 assembly and tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).